Event description:
It was reported that the patient's scs ipg is inoperable. In turn, surgical intervention may take place to resolve the issue.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the scs ipg was explanted and replaced. Stimulation was reportedly restored post-operatively.